Event description:
Additional information obtained determined the device that "broke" was not the port housing, but the catheter that connects to the port. Also added " it is unknown if the port was being removed due to end of treatment or device malfunction". The event description has been updated with this new information. A nurse reported an issue with a smartport CT, via medical device report #10-0281-2021-0001. The patient was taken to surgery on (B)(6) 2017 to have diagnostic laparoscopy, feeding jejunostomy tube insertion, and a port insertion for diagnosis of gastric cancer. The plan of care included chemotherapy. Approximately 4 years post placement, the patient was taken to the operating room for removal of the device. It is unknown if the port was being removed due to end of treatment or device malfunction. Imaging was taken prior to removal and the catheter was noted to be broken. The catheter was removed in pieces and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of port was broken (catheter fractured) and had to be removed in pieces cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with this catalog number, contains the following statements: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into sub-clavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A nurse reported an issue with a smartport CT, via medical device report # (B)(4). The patient was taken to surgery on (B)(6) 2017 to have diagnostic laparoscopy, feeding jejunostomy tube insertion, and a port insertion for diagnosis of gastric cancer. The plan of care included chemotherapy. Approximately 4 years post placement, the patient was taken to the operating room for removal of the device. Imaging was taken prior to removal and the port was noted to be broken. The port was removed in pieces and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.